Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a distal splenic aneurysm using a pod packing coil and a non-penumbra microcatheter. During advancement of the packing coil to the target location, the coil unintentionally detached within the microcatheter. The physician used the packing coil pusher assembly and saline to advance the detached embolization coil into the target location successfully. It is unknown how the remainder of the procedure was completed, as no additional information was provided. There were no reported adverse effects to the patient.